Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined superior vena cava (svc) impedance. The lead was r programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was inappropriately shocked for oversensing. The rv lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had impedance out of range warnings for high undefined pacing impedance. The lead had noise oversensing time out in ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.